Manufacturer narrative:
A hill-rom representative spoke with the patient to discuss the allegation of a new bed sore. The patient stated that he has preexisting sores. The patient confirmed that the mattress had a hole in it and he was unaware due to a cover over it. A new stage 3 pressure ulcer developed and the patient sought medical treatment to debrief the wound. The patient stated that he has glued the hole in the mattress and continues to still use the mattress. The reported injury is serious in nature per FDA definition. The hill-rom technician investigated and found the zone three hose is split and needs to be replaced. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
The consumer reported that a zone in his mattress is flat. The bed is located in the patient's home. The consumer reported he has developed a new stage 3 pressure ulcer. This report was filed in our complaint handling system as complaint # (B)(4).